Event description:
Healthcare professional reported rupture on an unknown side possibly attributed to "patient was hit...doing sports." It was reported that patient was "muscle training," felt pain, and caused internal bleeding. Diagnostic test revealed "fluid accumulation." The device has been explanted. The events of rupture, pain, and bleeding are not device related.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold and weight to the spec. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid accumulation around implant.

Event description:
Healthcare professional reported rupture on an unknown side possibly attributed to "patient was hit...doing sports." It was reported that patient was "muscle training," felt pain, and caused internal bleeding. Diagnostic test revealed "fluid accumulation." The device has been explanted. The events of rupture, pain, and bleeding are not device related.